Manufacturer narrative:
Reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 0100551404, lot number: 2534526, brand name: fitmoreâ®, hip stem; catalog number: 00875201336, lot number: 62969947, brand name: liner elevated rim 36 mm; catalog number: 00875705801, lot number: 62939377, brand name: acetabular shell; catalog number: 00625006535, lot number: 62955422, brand name: bone screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient experienced elevated metal ion levels approximately 6 years post implantation. Patient also had aspiration due to fluid. Patient is going to have a culture and cell count. He has had multiple magnetic resonance imagining (mris) that show he may possibly have a pseudotumor. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.